Event description:
A surgeon reported a pt experiencing distorted vision and a decrease in best corrected visual acuity following bilateral intraocular lens (iol) implant surgery. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 08/20/2009, 08/25/2009, 09/01/2009, and 09/11/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to the FDA on: 09/17/2009.